Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00181, since there is more than one device implicated.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp) with additional information from the initial reporter, concerned a (B)(6) male patient. Medical history was not reported. Concomitant medications included acetylsalicylic acid for an unknown indication. The patient received human insulin (rdna origin) injections (humulin r 100 u/ml), from a cartridge, via reusable pen (humapen ergo ii), 10 (no units) at morning and at night, 8 at noon, daily subcutaneously for the treatment of diabetes mellitus, beginning in 2010. In addition, she took basalin (insulin glargine) via reusable pen (humapen ergo ii) 12 (no units) daily. Route of administration, indication for use and start date were not provided. Since unknown date, he reported that both of his humapen ergo ii devices has a screw rod problem ((B)(4)/ lot 0709d05; (B)(4) lot 1105d02). Because of the device problem, his human insulin injection dose did not accurate. Lead him to hypoglycemia several times and in a coma. Hypoglycemic coma was considered serious by the company due to medically significant reasons. His blood sugar value was 1-3 (no units). He had took several rescue (patient was not hospitalization, just had rescue in his home). As of (B)(6) 2016 patient still experienced hypoglycemia frequently due to device problem. Information regarding corrective treatments and outcome of hypoglycemic coma was not provided. Human insulin was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration and suspect humapen ergo ii of use was not provided but started since 2010. Action taken for the devices was not reported. The reporting consumer did not know if the events were related to human insulin or the devices. Update 07-jul-2016: upon review, this case was opened to updated the medwatch and european and canadian required device reporting elements for regulatory reporting; and to update the narrative with the product complaint information. Update 12-jul-2016: additional information received from the initial reporter via psp on 07-jul-2016. Added description as reported of the non-serious event of hypoglycemia and the outcome was changed to not recovered.. Updated narrative with new information. Edit 14-jul-2016: information received from the rcp on 10-jul-2016. Product complaints reference numbers were processed and added to the narrative. No adverse event information was received.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 18aug2016 in describe event or problem. This report is associated with 1819470-2016-00181, since there is more than one device implicated evaluation summary a male patient reported his humapen ergo ii device had a problem with the screw rod. The patient experienced hypoglycemia and hypoglycemic coma. The device was not returned for investigation (batch (B)(4), manufactured may 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to device not working or dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which ensures dose accuracy with high probability. The patient stated the device was started in 2010; however, based on the manufacture date of the device, may 2011, the device may have been used up to 5 years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years, after first use. There is evidence of improper use. The patient used the device beyond its approved use life. This may be relevant to the patient's complaint of problems with the screw rod, but it is unknown if this is relevant to the hypoglycemia and hypoglycemic coma.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp) with additional information from the initial reporter, concerned a (B)(6) male patient. Medical history was not reported. Concomitant medications included acetylsalicylic acid for an unknown indication. The patient received human insulin (rdna origin) injections (humulin r 100 u/ml), from a cartridge, via reusable pen (humapen ergo ii), 10 (no units) at morning and at night, 8 at noon, daily subcutaneously for the treatment of diabetes mellitus, beginning in 2010. In addition, she took basalin (insulin glargine) via reusable pen (humapen ergo ii) 12 (no units) daily. Route of administration, indication for use and start date were not provided. Since unknown date, he reported that both of his humapen ergo ii devices has a screw rod problem ((B)(4)/ lot 0709d05; (B)(4) lot 1105d02). Because of the device problem, his human insulin injection dose did not accurate. Lead him to hypoglycemia several times and in a coma. Hypoglycemic coma was considered serious by the company due to medically significant reasons. His blood sugar value was 1-3 (no units). He had took several rescue (patient was not hospitalization, just had rescue in his home). As of (B)(6) 2016 patient still experienced hypoglycemia frequently due to device problem. Information regarding corrective treatments and outcome of hypoglycemic coma was not provided. Human insulin was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii (lot 0709d05) model was approximately 9 years old, humapen ergo ii (lot 1105d02) was approximately 5 years old. D uration of use was about 6 years (since 2010). Action taken for the devices was not reported. There was evidence of improper use. The patient used the devices beyond the approved use life. The reporting consumer did not know if the events were related to human insulin or the devices. Update 07-jul-2016: upon review, this case was opened to updated the medwatch and european and canadian required device reporting elements for regulatory reporting; and to update the narrative with the product complaint information. Update 12-jul-2016: additional information received from the initial reporter via psp on 07-jul-2016. Added description as reported of the non-serious event of hypoglycemia and the outcome was changed to not recovered.. Updated narrative with new information. Edit 14-jul-2016: information received from the rcp on 10-jul-2016. Product complaints reference numbers were processed and added to the narrative. No adverse event information was received. Update 11-aug-2016: information received from the affiliate on 06-jul-2016 was previously processed(product complaint reference numbers). No adverse event or additional information was received. Update 18aug2016. Additional information received 17aug2016 from the product complaint safety database. To the device tabs added manufacture dates, changed improper use to yes, entered the approximate age of the devices, added the device specific safety summaries (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.